Event description:
It was reported that patient presented in clinic. It was noted that right atrial (ra) lead exhibited loss of capture. Upon chest x-ray, it was revealed that the lead had dislodged. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.